Manufacturer narrative:
The reported complaint of the autopulse li-ion batter (sn (B)(4) did not power on the autopulse platform was not confirmed during functional testing; however, was confirmed through archive data review. No device malfunction. Root cause is due to incomplete reconditioning of the battery due to mismanagement and charging practice. No issue was found during functional testing of the battery. The battery was received with no physical damage with three amber led illuminated on the battery status indicator. The battery was inserted into a good known reference autopulse multi chemistry charger (mcc) and after completing the charging and testing cycle, the mcc illuminated the green led, indicating that the mcc was able to successfully charge the battery. The status leds on the battery showed four green lights after the charging attempt. The battery was also tested by inserting it in multiple good known reference autopulse platforms using a large resuscitation test fixture. The platform performed continuous compressions without any issue. Review of the retrieved archive data revealed that the customer inserted the battery into the mcc, to charge but charging was cancelled during the conditioning cycle due to the customer pulled out the battery too early. The customer made multiple more charging attempts, but charging was cancelled during the conditioning cycle or before it finishes the charging with no load test. In addition, multiple "in-out" device recorded for about few seconds. When an autopulse li-ion battery was placed in the mcc for charging, additional test cycles on top of the regular charging cycle may be required to successfully charge the battery. The autopulse power system user guide states that "a test-cycle can take up to 12 hours. Do not remove a battery from the battery charger during a test-cycle, or the battery's run time may be reduced. If a battery is removed during a test-cycle, the battery charger will automatically restart the test-cycle the next time the battery is inserted into it."

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn (B)(4)) for investigation. A follow-up report will be submitted when the battery is returned and investigation has been completed.

Event description:
During patient use, the autopulse li-ion battery (sn (B)(4)) illuminated 4 green led on the battery status indicator, however the battery will not power up an autopulse platform. Following this, the battery was replaced. No consequences or impact to patient.